Manufacturer narrative:
Correction: correcting h3- device was not evaluated by manufacturer as reported in initial medwatch this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h3 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that their evis lucera elite video system center produced no image due to a signal transmission failure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device had not been returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.